Event description:
It was reported the patient experienced ineffective stimulation due to the lead migrating. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective stimulation was restored. NOTE: It is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.The allegation is against 1 of 2 Octrode Lead Kit, 60cm Length; however, it is unknown which Octrode Lead Kit, 60cm Length, therefore, all potential components are being listed. Additional components potentially involved in the event include: Common Device Name: Octrode Lead Kit, 60cm Length, Model: 3186ANS, UDI: (b)(4), Serial: (b)(6), Batch: A000163955.The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.